Event description:
The customer states that one patient sample generated an architect ca 19-9xr assay result of 6 u/ml previously, this patient had generated a ca 19-9 result of 55 u/ml. The present sample was retested and generated a result of 121 u/ml. No suspect results were reported from the lab. The customer made note of instrument pipetting errors. There is no report of impact to patient management.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and confirmed there was crystallization on wash zone 1 and wash zone 2. The fse tightened the valves on wash zone 1 and 2, and cleaned the area. The fse tightened the pumps. The fse ran a total psa and ca 19-9 precision run of 10 samples and found the (B)(4) was still generating inconsistent results. The fse then replaced the trigger solution pump as a preventive measure. The fse replaced the r1 and r2 probes. The fse found the diluent tubing was kinked where the tubing meets the pump housing. The fse repositioned the tubing to resolve this kinked tubing issue. The fse repeated the precision runs and ran controls to verify the (B)(4) performance after service. The fse documented the (B)(4) analyzer functioned according to expected specifications. The architect system operations manual (B)(4) and the (B)(4) package insert (B)(4) were reviewed and found to contain sufficient information to address the customer's issue. A service history review found no additional incidents of architect i2000sr (B)(4) generating inconsistent results since the fse completed servicing the i2000sr analyzer and no adverse trends for (B)(4) assay inconsistent results generation. A malfunction of the i2000sr analyzer was identified. The i2000sr analyzer generated an inconsistent (B)(4) patient result. Malfunctioning r1 and r2 probes, leaking wash zone 1 and 2 valves, and/or kinked diluent tubing could have caused the generation of the inconsistent result. The actual cause of the inconsistent result could not be determined with the available information. Based on the available information and this current investigation, no deficiency was identified for the architect i2000sr instrument (B)(4) related to the issue under investigation. This is a final report.